Manufacturer narrative:
Analysis reports that the insulin pump was received with unresponsive buttons due to corroded keypad traces. We were unable to be perform functional testing due to unresponsive keypad/button. The insulin pump had cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The insulin pump was received with no communication regarding the reason for the returned of this product. No further information was provided.